Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s mother reported inaccurate cgm readings which occurred the day after the sensor had been inserted, and which prevented the device from alerting for a high blood glucose level. The patient was vomiting and exhausted and the mother realized he looked unwell. The cgm was displaying 12.2 mmol/l. She checked his ketones which were at 1.9 mmol/l. His bg was 24.4 mmol/l. The mother called a hospital helpline and was advised to take the patient to a&e (accident and emergency department). He was kept in the hospital overnight and treated with potassium via intravenous (IV) therapy and other unspecified drips. An electrocardiogram (EKG) was done. At the time of the report he remained exhausted and was staying home from school. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.